Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor wire was inserted into the upper buttocks on (B)(6) 2017. No injury or medical intervention was reported. The transmitter was removed prior to removing the sensor pod. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.